Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 22, 2019, during a routine incoming inspection, it was observed that the depth gauge was missing a piece. There was no patient involvement. This report is for one (1) depth gauge for 2.7 mm & small screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot. Part: 319.010. Lot: 7608753. Manufacturing site: hägendorf. Release to warehouse date: 11.nov.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background. It was reported that on (B)(6) 2019, during a routine incoming inspection, it was observed that the depth gauge was missing a piece. There was no patient involvement. This complaint involves one (1) device. Service & repair evaluation: the customer reported the depth gauge was missing a piece. The repair technician reported the tip piece and knurled cap are missing and the tip of probe is bent. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow (damage/visual): visual inspection: the depth gauge for 2.7mm & small screws (p/n 319.01 lot 7608753) was returned and received at us cq. A visual inspection was performed. The knurled cap and headpiece assembly components were observed to be missing from the depth gauge. The needle component was also bent at the distal tip. No other issues were identified with the returned components of the device. Dimensional inspection, document/specification review: depth gauge for 2.7mm to 4.0mm screws 319_01 : manufacture to current revision headpiece assembly depth gauge 319_01_1 : manufacture and current revision measuring hook depth gauge 319_01_6 : manufacture and current revision knurled cap e2008 : manufacture and current revision. Investigation conclusion the complaint is confirmed the depth gauge for 2.7mm & small screws (p/n 319.01 lot 7608753) as the knurled cap and headpiece assembly components were observed to be missing from the depth gauge. Additionally, the needle component was also bent at the distal tip. There is no indication that a design or manufacturing issue contributed to the complaint. It is possible that the knurled cap and headpiece components were misplaced during reprocessing and the bending of the needle component was due to unintended forces and/or consistent use over the part¿s lifetime (7+ years). While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.